Manufacturer narrative:
This report is for one unknown helical blade. Part and lot number were available for reporting. Other number¿UDI: unknown part number, UDI unavailable. (Therapy date): date of implant is unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(4). Without part and lot numbers, device history records reviews could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2016. The surgeon exchanged the helical blade with a smaller one because the fracture had collapsed and the helical blade backed out some and is irritating the patient (helical blade is designed to slide with compression of the fracture). There was no delay in surgery; surgery was successfully completed. The patient's postoperative status was reported as great. Please also see related complaint (B)(4) which addresses instrument issues found prior to, but related to this revision surgery. This report is for one unknown helical blade. This report is 1 of 1 for (B)(4).